Event description:
The customer reported that multiple no value cardiac troponin (accutni), human chorionic gonadotropin (bhcg) and b-type natriuretic peptide (bnp) results with instrument generated flags were generated on the access 2 analyzer for multiple patients across two days. Beckman coulter inc. Assessment of customer provided data indicated that bnp patient results possessed no ind flags, no repeat results and all bnp quality control results were within the customer's ranges. Therefore there was no indication that any bnp results were questioned, and hence this analyte is not included as part of this report. This report represents the no value accutni and bhcg results generate on (B)(6) 2012. The suspect accutni and bhcg results were caused by the same instrument issue. The instrument generated flag was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure. Upon repeat, numerical values were generated that were regarded as valid. The no value patient results were not released from the laboratory and hence there were not deaths, serious injuries or modification to patient treatment associated or attributed to this event. No amended reports were issued no sample handling/collection information was provided by the customer. A routine system check failed to meet specifications on the day of the event due to elevated substrate percent coefficient of variation. Beckman coulter inc. Assessment of customer supplied instrument data indicated that the instrument was generating multiple 'sample count outside limits' errors during the timeframe of this event. All bnp and accutni quality control values were within the customer's established ranges until the two days encompassing this event, at which time several of the qc values were out of range and required repeat testing. The calibration curve generated prior this event was accepted as passing and had acceptable %coefficients of variation.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) discovered that the substrate bottle fittings on the in-use substrate were loose. The fse tightened the fittings and primed the system. The fse performed a high sensitivity system check which passed within instrument specifications. The fse also performed assay calibrations and a quality control assessment which generated results within assay and laboratory's expectations. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. Associated mdrs: 2122870-2012-00205, 2122870-2012-00206.